Event description:
During a trial procedure, invalid contacts were revealed. The lead was repositioned and re-inserted, but remained showing invalid contacts. Replacing the trial cord to help resolve the issue was also unsuccessful. As a result, the lead was removed and replaced. The replacement lead resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.